Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation determined that the minute ventilation (mv) sensor in accolade devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of xl rate response not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the patient with this implanted pacemaker complained of shortness of breath (sob). During consultation, it was found that walking accelerated this patients heart rate up to 130 beats per minute (bpm) faster than expected. Technical services (ts) was consulted and recommended performing in-consult further evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.